Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 110-150mg/dl fasting. Verified the strips expired 2/15/2018. Customer confirms the strips have been properly stored and were first opened december 2015. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with all of the readings in the meters memory customer is not sure if the readings are fasting or non fasting and could not verify the time the readings were taken customer called concerned their meter is registering high results because they performed a back to back blood test on (B)(6) 2015 at 3:00pm and received a result of 180mg/dl on a competitors meter and a reading on 229mg/dl on the true track the customer does not know if this test was fasting or non fasting the customer is currently taking lantus insulin and novalog insulin to manage diabetes a request for this product to be sent over night has been sent to (B)(4) for approval I will replace the meter strips and send control customers meter is not affected by the voluntary recall. S/n #(B)(4), model #truetrack. Investigation required.